Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the reported problem was not reproduced. During event history log review, the ac adapter was not connected on the day of the event. Additionally, the pump powered off as a result of the ac adapter not charging the power source. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump ¿kept shutting off¿ during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.